Event description:
I was given supartz, sodium hyaluronate, series of five injections for "intermediate derangement degenerative arthritis disease" and after the last infection, I had burning and tingling in my legs and toes. The legs are a little better but the ankles and toes remain. I understand this has been reported to you by several persons. I am trying to see what can be done about this to no avail. Thank you. Dates of use: (B)(6) 2010.